Event description:
It was reported that during a supply change the ilet pump was dropped from approximately one foot onto a table, causing the cartridge to fracture and the red plunger to remain stuck inside the reservoir, after which the user received ¿unable to proceed¿ alerts during rewind and fill tubing. No adverse clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured component of the reservoir that prevented normal pump operations. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure as a result of impact due to accidental dropping.